Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it did not note the presence of this alarm in the log. The reported problem may have actually been system error 345 due to presence of "system error 345" in the event history log. A visual inspection was performed and no abnormalities were found. The system error 345 could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The system error 345 was verified. The cause was determined to be the downstream thermistor was found to be higher than the upstream reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 346 thermistor adc error) alarm. There was no patient involvement associated with this event. No additional information is available.